Event description:
A technician reported that a clinical study, patient experienced decreased peripheral vision following an intraocular lens (iol) implant procedure. The lens was exchanged for a different model lens. Add'l info has been requested.

Manufacturer narrative:
Evaluation summery: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain further information. (B)(4).